Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied in clipping the cystic duct and artery and removing the specimen during a laparoscopic cholecystectomy, the clips were not fully closed or secure, and were falling off the duct artery. The bag tore at the seam completely open and the specimen fell back into the cavity. There was very little tension put on the bag before it ripped. The surgeon spent a significant amount of time trying to find and retrieve the specimen and clips. Another bag was used and fire more clips to complete the case. This resulted to extended surgical time of more than 30 minutes. There was no patient injury.